Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4). (B)(4) is the importer of this device. Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
Rwmic received medwatch report mw5098196 on 01/19/2021: portio cone attachment inadvertently detached from uterine manipulator. This has occurred on 2 separate occasions. It was not noticed the first occurrence and remained in the patient. FDA safety report ID# (B)(4) on 01/22/2021: spoke to customer who stated that this is an ongoing issue with the cones being loose on the handles. Patient went home with the cone inside and expelled it. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? No. Did the delay put the patient at risk? (Only applicable if there was a report of delay) n/a. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes.